Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo, 3.0x30mm lesion being treated was located in the moderately calcified and moderately tortuous left circumflex artery. Using an unknown guide wire and a 2.5x10mm non-bsc balloon, the physician predilated the target lesion. Then, the physician advanced the 3.00x32mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable. Returned product analysis revealed stent damage and shaft fracture.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: initial visual examination of the returned device noted that it was returned in two sections as a result of a shaft polymer extrusion break approximately 60mm distal from the exchange port. The profile of the remainder of the shaft had minor kinking intermittently along its entire length. Microscopic examination of the stent found severe proximal stent strut damage, as the struts were bunched and kinked at this end. The distal struts were also damage and appeared to be splayed outwardly. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).